Event description:
Reporter indicated that the patient experienced an increase in seizures, relationship to pre-vns baseline unknown, following total knee replacement surgery. Diagnostic testing performed after the onset of the seizure increase indicated proper device function. Good faith attempts to gain additional information have been unsuccessful to date.